Event description:
It was reported that when the device was used during a gastrectomy, there was an incomplete staple line. A second reload was used, third firing. There was another incomplete staple line. A third reload was used to complete the case. There was no patient consequence.